Event description:
It was reported that patient presented in the hospital with fatigue after a ventricular tachycardia storm. External shock was administered and broke the vt rhythm, and patient returned to sinus. The device was found to be in backup vvi mode. The device was explanted and replaced. The patient was in good condition post-procedure.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported backup vvi was confirmed in the laboratory and was due to multiple high voltage charges that occurred within a short period of time due to vt storm. The device was tested on the bench and no anomaly was found.